Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. External insulation abrasion was found at 15.8 cm - 16.1 cm from the distal tip consistent with lead friction to another device. The rv conductor etfe coating was intact at the same location. Internal insulation abrasion was found at 23.0 - 24.4 cm and 35.3 - 35.5 cm from the distal tip. The re conductor etfe was abraded at this location. This is consistent with the observation from the field of noise.

Event description:
It was reported that noise and aborted shocks were observed. Lead was explanted and replaced.